Manufacturer narrative:
(B)(4). No device problem found. The device passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 368 mg/dl 500 mg/dl and treated with injection. Customer was assisted with troubleshooting for high blood glucose. Customer stated that the blood glucose elevated due to stress or pain. Customer stated that they did not feel comfortable with the insulin pump. The device will be returned for analysis.